Event description:
Caller reported a malfunction on the pump. Blood glucose level remained below 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support with resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the issue recurred, which the caller acknowledged.